Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), they were unable to obtain an ECG signal via electrode pads. Complainant did not indicate any adverse effect to the patient due to the reported malfunction. Please reference medwatch reports 1218058-2018-00028 and 1218058-2018-00029 for similar events reported from the same customer on different patient's.

Manufacturer narrative:
The actual electrodes from the event were not available for evaluation. Instead, electrodes from retained samples of the same lot number 4017 were investigated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. Analysis of reports of this type has not identified an increase in trend.